Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. A full imaging system check-out was performed and all tests passed. System error logs were reviewed to find the instance of the error and confirmed it was a frame rate message. The umbilical cable was tested and found no issues. Communications with a navigation system were tested and all tests passed. The system was returned to service. An imaging system software investigation was also completed. Through this investigation, it was determined that the reported behavior is a known anomaly in software version 3.1.2, which the site is using. However, a fix to this anomaly was incorporated in the release of software version 3.1.4, so no further action will be taken. No further issues were reported.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame rate error. This occurred while the user was attempting to take a 3d spin on the patient. The site was able to complete the spin despite the error. The procedure was completed successfully with medtronic imaging after a 5 minute delay. There was no impact to the patient. No additional details were provided.

Manufacturer narrative:
(B)(6).